Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had gone from 3.5 years to elective replacement indicator (eri) triggering in less than a year. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and was subsequently explanted and replaced a few weeks later. No adverse patient effects were reported.